Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A manufacturing representative reported the patient experiencing a lack of therapeutic effect. This was a sudden change in symptoms. They took an x-ray on (B)(6) 2015 and "wanted to know what they were seeing at the pump connection." The manufacturing representative thought the object shown in the x-rays was the pin in the collet. It was later reported by a manufacturing representative that the patient was scheduled for a catheter dye study on the morning of (B)(6) 2015. The healthcare provider (hcp) could not aspirate, so he did not inject. The hcp reported via the manufacturing representative that she was having a return of symptoms. He was bringing her back for a catheter revision. The indication for use was spinal pain. Drug information on the medication being delivered by the system was unknown. The patient's medical history, specific symptoms, the cause of the issue, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer. In (B)(6) 2015, they patient had a refill and came in the next month ((B)(6) 2015). It was noted that all of the drug that had been put in the pump in august was still in the reservoir. There was some sort of blockage in the catheter. In november 2015, the pump and a portion of the catheter were taken out and replaced.

Manufacturer narrative:
(B)(4).